Event description:
The consumer reported that his stimulation suddenly stopped working in (B)(6) 2016. It was noted that when he tried to increase the stimulation on all of the programmed groups on, the patient still did not feel the stim and felt the urge to gag. The patient also reported that a different pain in his spine, but the pain moved down their back since the week prior to the report. There were no reports of charging issues, errors/warnings, and the stim change was no reported to be related to positional movement. In regards to falls that could be related to this issue, the patient reported that they fell down the stairs on his back and they also reported that they recently had an electrocardiogram (EKG). On (B)(6) 2017, a manufacturer representative (rep) ran an impedance test and electrodes 11, 12, and 15 had high impedances. The rep programmed around those three electrodes and the patient was able to feel the stim therapy again. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.